Manufacturer narrative:
A ge service representative performed an on site investigation. The generator power supply voltage was increased to 5.2 volts at the fluoro function board. The system was tested and operates as intended.

Event description:
The customer reported, the 9900 system displayed a communication failed error message after boot up and intermittently displayed control panel error messages. No pt injury was reported.